Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent atrial under-sensing noted on stored electrograms (egms), resulting in possible false device classification of episode termination on multiple episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.